Manufacturer narrative:
Date of event and therapy date are estimated.

Event description:
Related manufacturer reference number: 1627487-2021-13659. It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted.

Manufacturer narrative:
The report of ineffective stimulation was not confirmed. Analysis of the returned ipg found it had no physical anomalies, communicated with all lab utilities, and passed all functional testing. No anomalies were identified that would have existed prior to explant that would have contributed to the alleged complaint. Longevity estimation found device had normal battery depletion.